Event description:
Patients age, sex and weight are unknown. In 2008, boston scientific corporation was informed that during a colonoscopy the resolution clip device deployed and attached, but, when the physician attempted to release the clip, it failed to release. The physician had to forcibly pull the clip off. The case was completed using a different device. Patient is ok.

Manufacturer narrative:
The batch number is unknown; the MFR date cannot be determined. The device has been disposed of by the user facility and the lot number was not provided by the end-user; therefore, the DHR and batch/lot history reviews could not be completed. A complaint history review was performed for product the family and revealed there are no negative trends for this complaint mode (failure to release) at this time. The cause of the reported malfunction is undetermined.